Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of atrial lead and right ventricular (rv) lead interrogation in (B)(6) 2015 revealed beginning fracture, oversensing and noise. The atrial lead and rv lead remained in use. Approximately, six months later, the atrial lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) registry clinical study.